Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that in-stent restenosis and inadequate radial pulses occurred. The patient presented with st segment elevation myocardial infarction (stemi). Bivalirudin was given. Vascular access was obtained via the femoral artery. The occluded target lesion was located in the right coronary artery (rca). Following pre-dilation with a 2.5mm x 20mm apex balloon catheter, a 2.50mm x 38mm synergy ii drug-eluting stent was deployed. The procedure was completed and the patient was given brilinta. However, within one hour, the patient experienced chest pain and showed st elevation. The patient was brought back to the cath lab. The rca was 100% occluded again. A 2.75mm x 20 nc quantum balloon catheter was used, followed by another dilatation with a 3.0mm x 20mm nc quantum balloon catheter. A 3.0mm x 8mm synergy drug-eluting stent was then placed in the proximal rca. The procedure was considered over and the femoral artery was closed. The patient then had recurrent pain and had to re-access the femoral artery again since the radial pulses were inadequate. A 3.5mm x 24 rebel bare metal stent was placed in the mid rca. The procedure was completed and medication was then switched to heparin. No further patient complications were reported and the patient's status was improving.